Event description:
Customer reported an issue with the gas module ii, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. An issue was identified with the unit's gas module bench, but customer declined the repair.